Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung resection, when the product was used, stapling could not be performed halfway. The procedure was completed with another device. There was no patient injury.